Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: PMA/510 (k). (B)(4). Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, vc perforation, difficult to retrieve, embedded, migration, tilt, occlusion, leg pain, sob'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2334640 lot. (B)(4). 510(k): k073374. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 08jan2018 as follows: pt allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pulmonary embolism and deep vein thrombosis. Pt is alleging migration, embedment, four of six legs outside the inferior vena cava. Pt is also alleging leg pain, shortness of breath. Retrieval was attempted (B)(6) 2014. As per the medical record successful retrieval (B)(6) 2015.